Manufacturer narrative:
The third party service agent evaluated the customer¿s device and was unable to duplicate the reported issue. After proper device operation was observed through functional and performance testing the device was returned to the customer for use. The third party service agent downloaded the electronic records from the customer¿s device. Physio-control reviewed the electronic records and was able to confirm that the device experienced inappropriate losses of power. The data indicates that there was an intermittent loss of connection to battery #2. It is likely that the reported issue was due to the intermittent connection to battery #2. The battery that was powering the device at the time of the reported event was not returned for evaluation, however due to the age of the battery, physio recommended that the customer replace the battery.

Event description:
The customer contacted physio-control to report that their device powered off by itself during a patient event. This occurred when monitoring the patient's heart rhythm and spo2. The customer advised they were able to power the device back on. The customer also indicated that later in the event, the display of the device went blank for a few seconds and then returned to normal by itself. This issue is patient related; however there was no adverse patient outcome reported by the customer. The patient, a 70 year old male was delivered to the hospital and survived.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered off by itself during a patient event. This occurred when monitoring the patient's heart rhythm and spo2. The customer advised they were able to power the device back on. The customer also indicated that later in the event, the display of the device went blank for a few seconds and then returned to normal by itself. This issue is patient related; however there was no adverse patient outcome reported by the customer. The patient, a (B)(6) male was delivered to the hospital and survived.